Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of "cable's graft does not hold" and additionally noted that the ring, bail covers and attachments and the patient cover were missing. It failed its sensitivity test and it had interconnect flex intermittency issues and they did not resolve when the case was opened or mechanically manipulated or when the connector was reseated. Due to prohibitive repair costs the device was returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's cable's graft does not hold. The generator has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service. It was further clarified via follow-up that the pin did not stay hooked up to the generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.